Event description:
It was reported by critical care nurses in an online survey that a nurse stated that no, the arctic sun temperature management system did not successfully monitor the patient's temperature throughout therapy because was not always temperature accurate in relation to arctic sun 5000 and pads neonatal. Additionally, a nurse stated that the therapy did not continue to be effective during the holding session using arctic sun 5000 with pads neonatal. Additionally, a nurse stated that the patient experienced other associated adverse events: patient over-cooling. While using arctic sun stat with pads neonatal. Additionally, 4 a nurse stated that no, the arctic sun temperature management system did not successfully monitor the patient's temperature throughout therapy because patient sweat off probes in relation to arctic sun 5000 and pads neonatal. Additionally, a nurse stated that no, the arctic sun temperature management system did not successfully control patient temperature by achieving and maintaining patient to target temperature because never got cold enough in relation to arctic sun stat and pads neonatal. Additionally, a nurse stated that no, the arctic sun temperature management system did not successfully monitor the patient's temperature throughout therapy because leads did not stick in relation to arctic sun stat and pads neonatal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.